Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 390 mg/dl. A correction bolus was delivered via pump to address bg level. The customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
Related report numbers: mw5178116, mw5178117, mw5178118, mw5178119, mw5178120.